Event description:
The corkscrew electrode was inserted into a patient's scalp, was removed, and subsequently repositioned in another position in the patient's scalp. Upon screwing the electrode back in, the health professional noticed that it was screwing but not stopping (indicates it is in), took her hand away to check if it was in, and the plastic cap and cord came away with no needle inside. The health professional observed that the needle electrode was still lodged in the patient's scalp. Thereafter, attempts were made to remove the needle electrode with forceps, but eventually a small incision had to be made in order to be able to remove the needle electrode from the scalp.

Event description:
The corkscrew electrode was inserted into a patient's scalp, was removed, and subsequently repositioned in another position in the patient's scalp. Upon screwing the electrode back in, the health professional noticed that it was screwing but not stopping (indicates it is in), took her hand away to check if it was in, and the plastic cap and cord came away with no needle inside. The health professional observed that the needle electrode was still lodged in the patient's scalp. Thereafter, attempts were made to remove the needle electrode with forceps, but eventually a small incision had to be made in order to be able to remove the needle electrode from the scalp.

Event description:
The corkscrew electrode was inserted into a patient's scalp, was removed, and subsequently repositioned in another position in the patient's scalp. Upon screwing the electrode back in, the health professional noticed that it was screwing but not stopping (indicates it is in), took her hand away to check if it was in, and the plastic cap and cord came away with no needle inside. The health professional observed that the needle electrode was still lodged in the patient's scalp. Thereafter, attempts were made to remove the needle electrode with forceps, but eventually a small incision had to be made in order to be able to remove the needle electrode from the scalp.

Manufacturer narrative:
The corkscrew electrode was inserted into a patient's scalp, was removed, and subsequently repositioned in another position in the patient's scalp. Upon screwing the electrode back in, the health professional noticed that it was screwing but not stopping (indicates it is in), took her hand away to check if it was in, and the plastic cap and cord came away with no needle inside. The health professional observed that the needle electrode was still lodged in the patient's scalp. Thereafter, attempts were made to remove the needle electrode with forceps, but eventually a small incision had to be made in order to be able to remove the needle electrode from the scalp. This is a final report (follow-up number 1), initial report number: 9710376-2021-00002.